Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.